Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 5.1 and 5.2 was failed to detect on bus. A field service engineer investigated detection issue with auxiliary drawer 5.1 half height cubie. Drawer worked but pockets were not recognized. Shut down station and re-seated all cables behind back panel. Verified bus cable connections and tested all drawers using hardware test application. No faults found. Customer confirmed drawer functionality in application. The system functioned as intended after the field service engineer repaired the device.